Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The peritonitis was manifested by nausea, cloudy bag and abdominal pain. The breach in aseptic technique was further described as due to patient not cleaning their hands/using gloves while setting up therapy. Two days prior to event onset, the patient was hospitalized for the event. The patient was treated with cefazolin (no further details) for the peritonitis event. The patient was discharged from the hospital four days after admission. Action with pd therapy was not reported. At the time of this report, the patient was recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.